Manufacturer narrative:
Date received by manufacturer: 12sep2019. Date of report: 01oct2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a primary alarm failure. This event occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
The customer reported a ventilator with a primary alarm failure. This event occurred during clinical use - there was no allegation of harm associated with this report.